Event description:
It was reported that during implant that device interrogation revealed high capture thresholds, helix issue, and dislodgement on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was recovering after the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, high threshold and helix mechanism issue. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.